Event description:
The account alleged the siderail would not latch in the raised position.

Manufacturer narrative:
The hill-rom technician indicated the siderail would not latch in the raised position. The hill-rom technician found the mounting bracket for the siderail was bent. The mounting bracket was replaced to repair the bed.